Event description:
On (B)(4) 2012, the lay-user/patient contacted animas (anm) and reported a high blood glucose (bg) episode. The patient indicated that on (B)(6) 2012, she was admitted to a hospital for dka and a bg level of 500-700 mg/dl. She was nauseated and vomiting. She was admitted to an intensive care unit before being transferred to a 'heart floor' 2 days later. She could not recall what her bg values were prior to the admission. The patient also did not know when her last set and site were changed before she was admitted. An anm clinical manager involved in this complaint noted that a doctor believed the dka was a result of a bad set. The anm clinical manager also noted that a doctor wanted the patient to resume pump therapy after obtaining adequate housing and adult supervision. According to the anm clinical manager, the patient is legally blind and lives in shelter with 3 children. The patient was unable to troubleshoot the pump due to being legally blind and being unable to read the screen. Multiple attempts by anm to contact the patient for follow-up information have been unsuccessful as this time. At the time of contact with anm, the patient was not on pump therapy. She was on multiple daily injection therapy. In another instance, either on (B)(6) 2012, the patient claimed that she was seen in an emergency room (ER) for high bg. Details of the ER visit were not provided. However, she mentioned that she was treated and released without being admitted to the hospital. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized for dka and in another instance, she was treated in an ER for high bg. However, at this time, it is unknown if a pump issue and/or use-error contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.